Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent an unrelated surgery where the ipg was not set to surgery mode. The ipg was unable to communicate with external devices, deeming the ipg inoperable. Patient is not receiving therapy and may require surgical intervention to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the ipg was explanted and replaced and effective therapy was established.